Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that a cartridge change error occurred. Multiple contact attempts were made by tandem technical support to obtain additional information however, no response was received from the customer. Customer¿s blood glucose level was 115-130 mg/dl.